Manufacturer narrative:
Its was indicated that the device return is unknown. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a faraview procedure, an error 1805-2 occurred shape unknown. Changing the catheter out did not resolve the error. No patient complications were reported. The procedure was incomplete. It was reported that when a third procedure was done, changing analog port on the sis from 1 to 2 resolved the issue. No further information is available.